Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, h2, h3, h6, h8 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: missing thixotropic adhesive at forceps cover. Based on the results of the investigation, the cause of the reported malfunction hole on the distal end, was traced to be component failure. And for the additional malfunction missing thixotropic adhesive at forceps cover, the cause was also traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound gastrovideoscope exhibited a hole on the distal end during reprocessing. There were no reports of patient involvement.